Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (2400 mcg/ml at 500 mcg/day), bupivacaine (40 mg/ml at 8.328 mg/day), and clonidine (700 mcg/ml at 145.74 mcg/day) via an implanted pump. The patient¿s medical history was chronic pain. The indication for pump use was non-malignant pain. It was reported that the hcp tried to do a refill of the pump and could only get 10 ml into it even after applying negative pressure for 3 minutes. Within 48 hours of the refill, the patient was experiencing withdrawal. Today, during the procedure, the hcp tried to empty the pump and got 1 ml out, and the pump indicated that it had 2 ml left. He was also not able to aspirate the catheter through the cap (catheter access port) or sutureless connector and he cut it just before the anchor and nothing could be aspirated. He cut and tied off the spinal segment of the catheter and then placed a new catheter and a new pump. There were no noted environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022. Product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Analysis had difficulty accessing the drug reservoir prior to decontamination. Destructive analysis identified residue in the drug flow path. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.